Event description:
During a colectomy, the instrument made a cut but did not deploy any staples. Surgeon reclamped the bowel and used another stapler and achieved acceptable outcomes. No patient consequences.